Event description:
It was reported that the patient arrived in the emergency room in a "code blue" and died. The cause of death has been reported as "cardiac", "asystole".

Manufacturer narrative:
This event occurred outside the us. Corrections were made to the device section. The original submitted medwatch report did not have the serial number of the lead which has since been established. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the patient arrived in the emergency room in a "code blue" and died. The cause of death has been reported as "cardiac", "asystole". Additional information received reporting the patient had been an in hospital patient for quite a few months, had only been home for a short while, and returned basically in asystole.

Manufacturer narrative:
This event occurred outside the us. The original submitted medwatch report did not have the serial number of the lead which has since been established. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.